Manufacturer narrative:
Corrected data: a.2: age d.6a: implant date b.5: event description h.6: coding medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 months and 30 days post implant of this 19mm aortic bioprosthetic valve, it was explanted and replaced with a different manufacturers product. The reason for the replacement was reported as a thrombus was found on the valve. It was also reported that the patient had previously been hospitalized for symptoms of heart failure. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 months and 30 days post implant of this 19mm aortic bioprosthetic valve, it was explanted and replaced with a different manufacturers product. The reason for the replacement was reported as a thrombus found on the valve. It was also reported that the patient had previously been hospitalized for symptoms of heart failure. The patient also experienced symptoms of aortic insufficiency prior to explant. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual examination revealed that leaflet 1 (l1) is in the closed position. Leaflets 2 and 3 (l2 and l3) appear to be partially open. All leaflets are slightly stiff but flexible except where host tissue extends on the inflow and outflow. Leaflet 1 (l1) and leaflet 2 (l2) appear intact. Tears along the inflow margin of attachment (moa) on l3 appear to be due to the removal of host tissue that extends on the inflow. A tiny abrasion noted on the outflow of the l3 appears to be due to contact with the long white multifilament suture tail that remains attached to the base rail, adjacent to the outflow margin of attachment. All commissures appear intact. A large remnant of glistening off white pannus extends along the inflow margin of attachment (moa) adjacent to l1 and l2, into all inferior coaptive areas except between l1 and l3. Pannus extends 1 to 5 mm onto all cusps reducing the inflow orifice area. Traces of pannus remain attached to the existing sewing ring on the outflow with remnants noted on the outflow margin of attachment, onto the outflow of l1 adjacent to the c1-c6 commissure to the p1 stent post. Pannus partially covers the long suture tail on the outflow margin of attachment (moa 3), to post 1. Remnants of pannus extend over the superior coaptive junctions of post 2 and 3. An unknown amount of pannus appears to have been removed on the inflow and outflow during explant. Brown thrombotic appearing host tissue lines and stiffens all cusps on the inflow with remnants observed along the outflow margin of attachment adjacent to all cusps. Radiography shows no evidence of mineralization in the valve and/or host tissue. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.